Manufacturer narrative:
Sections with additional information as of 10-nov-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot - tested within specifications most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation - customer returned incorrect meter. Test strips were returned - customer returned empty vial. Note 1: manufacturer contacted customer in a follow-up call on 30-aug-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms currently. Customer had not been feeling well and had been taken to the ER on (B)(6) 2021 and diagnosed with a bladder infection. Customer stated the bladder infection had been the cause of the symptoms. Customer was treated with IV and antibiotics. Customer's blood glucose test results at the ER had been 187 and 191mg/dl (fasting/non-fasting status undisclosed). Customer was discharged the same day with new medication (antibiotics). Note 2: manufacturer contacted customer in a follow-up call on 08-sep-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 344, 366 and 281 mg/dl. The customer¿s expected fasting blood glucose test result is 180 mg/dl. At the time of the call the customer reported feeling weak, having no energy and tired. Medical attention was not needed at the time. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 07/31/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6). Customer daughter call saying her mother meter is reading low and high inaccurate reading and that her mother is feeling week and fatigue. I ask daughter if her mother needs any medical attention and she not at this moment. E-mail ccr. On (B)(6) 2021: high/ erratic calling customer back: customer states that she purchases the meter about a week and today is the second time trying to use it. Customer daughter states that she run a blood test and got 281 mg/dl fasting and then 5 mins later and got 366mg/dl fasting, customer then run a blood test on her daughter and got 88. Customer run the back-to-back test on the same hand different finger. Customer is feeling weak, no energy and tired. Customer normal glucose range to be should be below 180 mg/dl fasting. Customer is taking metformin, trajenta, cholesterol medication eloquis, blood pressures, thyroid meds, magnesium. I will send replace, the meter strips and send control.